Event description:
A report was received that a patient was burned by her charger. The patient stated that the symptoms of the burn were redness and blistering. The patient did not seek medical treatment for her burns and she reported that the burns have healed.